Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that one caster has 2 snapped spokes on the rim. The dealer states that both of the casters are bent and causing the chair to drive awkwardly. The dealer also states that the other caster is getting ready to snap.